Event description:
Patient on crrt (continuous renal replacement therapy)with nine liter effluent bag in use. The effluent bag spontaneously ruptured at seams spilling large volume of effluent on the floor, nurse, and equipment. The bag was immediately changed. There was no adverse effect to patient.